Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified glucose low results compared to unspecified readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced an unspecified medical event and was able to self-treat with bread and then insulin. There was no report of death or permanent impairment associated with this event.